Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The tissue pad of the device was in good physical condition though there was unusual wear as captured in the jpg attachment of the tissue pad. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relax pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that the hospital reported the devices would not activate. It is unknown if this happened during a procedure or how the procedure was completed. There were no adverse consequences for the patient reported.